Event description:
It was reported that a malfunction occurred with a code referenced as malf 0. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised that they could continue using the pump and to call back if any malfunction occurred again.